Event description:
Consumer complaint of about high blood results. Caller normally ranges from 70-101mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (210) and the lowest normal result (70) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.